Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary emboli. Ivc-gram was performed. The filter was deployed in the infrarenal ivc. There were no complications and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: perforation of the filter struts beyond the wall of the ivc and device is unable to be retrieved. Per the patient profile from (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, and the device unable to be retrieved. No device retrieval attempt has been documented. The patient also reports mental anguish and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events twelve years and seven months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) outside the ivc, migration of entire filter other than to heard, and device unable to be retrieved. No device retrieval attempt has been documented. The patient also reports mental anguish and anxiety. The following additional information received per the medical records state that the reason the patient required a filter was because of pulmonary emboli. During the implant procedure, the right internal jugular vein triple lumen catheter was removed over a wire under fluoroscopic guidance. A catheter was advanced over the wire to the ivc at the confluence of the iliac veins. Ivc-gram was performed. The 6 f filter delivery sheath was advanced into the infrarenal ivc. The filter was deployed in the infrarenal ivc. There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that filter struts had perforated beyond the wall of the inferior vena cava (ivc) and was irretrievable. Attempts to retrieve the filter were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: perforation of the filter struts beyond the wall of the ivc and device is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.